Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was received and thus a further evaluation and investigation of the complaint is not possible. As no sample and no picture was provided for investigation a malfunction could not be detected and therefore the defect is considered as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4).

Event description:
According to the event description: "the preparer withdrew 60ml; the piston did not stop at the end limit. Chemotherapy solution spilled onto the work area, posing a risk of contamination and staff exposure".